Event description:
Related manufacturer reference number: 2017865-2022-45284. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high defibrillation impedance and the atrial lead exhibited intermittent noise. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.